Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that the lead was returned in two pieces. An insulation abrasion exposing the outer coil was noted at 37.2 cm to 37.5 cm from the distal tip. The abrasion was consistent with constant friction to another implantable device.

Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced.